Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported during use with a bd ultra fine¿ pen needles the needle was unable to detach from pen and the cannula broke off. The following information was provided by the initial reporter: it was reported that pen needle can not be removed from insulin pen and patient end broke off when trying to remove it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use with a bd ultra fine¿ pen needles the needle was unable to detach from pen and the cannula broke off. The following information was provided by the initial reporter: it was reported that pen needle can not be removed from insulin pen and patient end broke off when trying to remove it.